Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk.

Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.